Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for neurological dysfunction. The event was caused by an embolic stroke in the brain, as confirmed by a computed tomography (CT) scan. The patient developed left facial paralysis and dysarthria. The patient was discharged home on (B)(6) 2023.

Manufacturer narrative:
Section h6: health effect - clinical code: 4585 - facial paralysis. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient's international normalized ratio (inr) levels remained stable before and after the event. Computed tomography imaging showed no occlusion of the coronary artery. The patient was treated with 500 ml of fluid replacement. The patient's symptoms improved rapidly following treatment, and they were discharged home on (B)(6) 2023 with no sequelae.